Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on the right side on or about (B)(6) 2006. Some time after the surgery, patient began experiencing pain as well as other known or unknown medical complications. Additionally, it is alleged that patient was injured by excessive levels of chromium and cobalt. Patient was reportedly scheduled for revision surgery on (B)(6) 2011.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Patient fact sheet (pfs) form received which identified part/lot information and date of explant. There was no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.